Event description:
It was reported during the implant procedure, that the stylets supplied with the lead were 'unusually stiff', and there was an evident kink at the end of the lead. There also appeared to be separation of the coil at the proximal end, visible on x-ray. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): noted that the defib conductor distorted and stylet bent.